Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12981. It was reported that the burr became stuck on the rotawire. The 20mm x 2.5mm, eccentric, de novo, 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Vascular access was obtained via the femoral artery. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, when physician was advancing the rotalink plus on the wire but after few centimeters, the burr was unable to advance any further. Then, the physician tried to remove the rotawire from the system; however, it was noted that the rotawire became stuck in the rotalink plus. The procedure was completed with another of the same rotalink plus and rotawire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device did not show defects with the body and distal tip in good condition. Dimensional inspection of the device was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12981. It was reported that the burr became stuck on the rotawire. The 20mm x 2.5mm, eccentric, de novo, 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Vascular access was obtained via the femoral artery. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, when physician was advancing the rotalink plus on the wire but after few centimeters, the burr was unable to advance any further. Then, the physician tried to remove the rotawire from the system; however, it was noted that the rotawire became stuck in the rotalink plus. The procedure was completed with another of the same rotalink plus and rotawire. No patient complications were reported and the patient's status was stable.